Event description:
This valve was explanted due to thrombus entrapping one of the leaflets. Prior to explant, the pt underwent "multiple" operations for sinus infections including "various" sinus drainage procedures, during which heparin therapy was "intermittently" stopped and restarted, resulting in what appeared to be "fibrin build-up" on the valve. At explant, fibrin debris and clot were removed, restoring leaflet movement; however, the leaflet was not "free floating" and was not "normal". The valve was rotated "several" times but the leaflet still did not open "adequately". A sjm 19aecj-502 was then implanted. According to the path report, biopsy of tissue samples revealed "thickened and fibrotic cardiac valve tissue with focal dystrophic calcification". No "active inflammatory infiltrates" were identified.